Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The issue was most likely caused by a clogged air intake filter due to lack of maintenance. The device was tested and worked as intended again. There was no confirmed patient harm as confirmed during the investigation.

Event description:
The patient was on the vent for approximately 7 minutes before the tf's occurred. During the minute before the tf's occurred, the vent started triggering exhalation obstruction alarms, the t1 exhibited multiple volume and pressure limitation alarms, disconnect patient side and a few turn flow sensor , wrong flow sensor alarms.